Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 42 mg/dl at the time of the incident. The customer was at 60 mg/dl at the time of admission, and 167 mg/dl at the time of the call. The customer experienced symptoms such as being delusional. The customer was wearing the insulin pump during the incident. The customer believes the pump over delivered insulin. Troubleshooting was completed and the customer will call back for assistance with pump settings. The insulin pump will not be returned for analysis.